Manufacturer narrative:
D6a: implant date corrected from (B)(6) 2025.

Event description:
Reported via patient call center it was reported that a device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. During a routine 45 day follow up transesophageal echocardiography (tee) the patient stated that imaging showed incomplete closure over the closure device. The patient stated that the physician had already taken off blood thinner at about two (2) weeks post operation and now is on aspirin (asa) only. The physician will perform another tee and if the patient still has a gap, the physician is planning on using coils/cap to fix it.

Event description:
Reported via patient call center it was reported that a device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. During a routine 45 day follow up transesophageal echocardiography (tee) the patient stated that imaging showed incomplete closure over the closure device. The patient stated that the physician had already taken off blood thinner at about two (2) weeks post operation and now is on aspirin (asa) only. The physician will perform another tee and if the patient still has a gap, the physician is planning on using coils/cap to fix it.